Event description:
The patient was seeking a replacement generator since the battery of their m101 generator had depleted. The battery had depleted to such an extent that no communication could be established with the device for pre-operative diagnostics. This is supported by the last recorded diagnostics in 2007. During surgery the m101 was removed and a m104 was connected to the patient's lead. A system diagnostic was run and high impedance was seen. The lead pins were remover cleaned and re-inserted. The nerve was also irrigated. Then another system diagnostic was performed and the high impedance persisted. The lead was then replaced. The explanting facility then discarded the explanted leads. No other relevant information has been received to date.